Manufacturer narrative:
A review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned to aid the investigation. Visual review of the supplied photograph of the sheath discovered the coil protruding at the distal end. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded. This event is currently under investigation.

Event description:
It was reported that during a leg angioplasty procedure using a flexor high-flex ansel guiding sheath, when the device was flushed it was noted the coil was separated. The product was disposed of and another device was use to continue the procedure. There were no reported adverse effects on the patient due to this occurrence.